Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced an issue with infusion set was leaked. The location of leakage was at the adhesive pad. No further information available.